Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule was found in the pt's esophagus when going down to verify placement. The pt was not injured following the procedure.